Event description:
It was reported that the insulin pump alarmed an error shortly after insertion of a new battery and that the insulin pump had unresponsive buttons. The blood glucose reading was 162 mg/dl. The customer stated that he was unable to check the alarm history due to the keypad issues. Advised the customer that the device had experienced an unexpected restart. He noted that he was working out and may have sweat on the device. He also reported that he had once run through rain from the car to the house with the device in his pocket, as well. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and bleeding on lcd glass. The insulin pump passed a21 test and no unexpected a21 error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.